Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening in the posterior. A microscopic analysis was performed which identify striated opening in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: - a striated opening in the posterior side assessed as surgical damage.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.